Event description:
Information received indicates that when the brake is applied, the head end casters will swivel.

Manufacturer narrative:
The technician replaced the brake casters to repair the bed.